Manufacturer narrative:
(B)(4) date sent: 05/25/2021 d4: batch # u5f51y h6: component code = others (g07) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for would not open, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger, for would not reverse button force, slide the knife reverse switch forward to return the knife to a home position. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a thoracoscopy procedure, the incident took place with the echelon-powered laparoscopic stapler 35mm with white vascular loads. On tuesday 3/23 at about noon; dr. Had a scheduled right thoracoscopy, lobectomy, and mediastinal nodes dissection. This is an (B)(6) yrs old woman who is diagnosed with a lesion on the right upper lobe and is suspicious for lung ca. When we got into the chest, dr. Immediately noted adhesions to the upper lobe which needed to be resected. After time spent carefully removing the adhesions, dr. Was ready to perform the lobectomy. Using the 45mm powered echelon stapler with the green loads, she was able to cut thru the lung tissue with no problem. After that, she switched over to the 35mm echelon powered stapler with the white vascular loads for the deeper and vascular areas. On the 3rd reload of the white vascular stapler on the 35mm, which was clamped onto the pulmonary artery; the stapler jaws stayed stuck shut. No amount of reopening or using the reverse button was able to free the artery. The scrub tech popped the top of the stapler to see if they could get in the mechanical wires of the stapler to loosen or unclamp it, but it would not. The situation was not great at this point as the patient was starting to have heart rhythm problems. The team was able to slowly slide the pulmonary artery out of the clamped jaws of the stapler, saving it from being severed. The stapler is retrieved and kept for analysis however the box/ wrapper was not. We did end up opening another 35mm echelon powered stapler with other white vascular loads to use the rest of the case and accomplished the rest of the procedure. There were no patient consequences.